Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high elecsys total psa immunoassay result for one patient sample from a cobas 8000 - cobas e 602 module. The initial result was 7.72 ng/ml and was reported outside of the laboratory. The high result was questioned immediately by the physician. On (B)(6) 2018, the repeat result was 0.043 ng/ml. The repeat result from a new aliquot was 0.04 ng/ml. The low result was considered to be correct as it fit the clinical picture for the patient. There was no allegation of an adverse event. The reagent lot number was 31571405 with an expiration date of 08/31/2019. Calibration and qc were acceptable. The investigation was unable to find a definitive root cause.